Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(08)00807-3/fulltext. No devices or photos were provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Event description:
It is reported a patient was revised due to a dislocation between the head and liner.